Manufacturer narrative:
This complaint has been re-evaluated for MDR reporting. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that a revision surgery was performed due to pain and dislocation. Primary surgery was performed on (B)(6) 2008, and the synergy stem was implanted (part number nor lot number unknown). The doctor doubts the settlement of the implantation at primary surgery was not good. The device will not be returned.